Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an 8.7 cm saccular abdominal aortic aneurysm 11 months ago. The aortic neck has an infrarenal angulation of 40 degrees. The aortic neck was 23 mm in diameter and 40 mm long. The iliac arteries were moderately tortuous. It was reported there were no issues during the implantation of the stent graft. It was reported that one month ago, the pt had a cva. The relation to the device and to the procedure was not reported. The pt was hospitalized; details of treatment not provided. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results, conclusion: history of transient ischemic attack.